Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the charger/modem would not recognize a test battery pack. Upon evaluation, there was liquid contamination on the battery board . The cause of the inability to recognize a battery pack is the contamination. The root cause for the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.